Event description:
New information indicated patients condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon reviewing transmission, it was noted that the pulse generator exhibited far p oversensing. No intervention or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).